Event description:
An impella 5.5 was inserted via the right axillary artery graft site to support the 41-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. Underlying medical history was inclusive of diabetes. The team started the pump, and was ramping up the support, when they observed a controller alarm followed by a pump stop alarm. The team was unable to successfully troubleshoot and restart the pump. They replaced the pump and automated impella controller (aic). The exchanges of the pump and aic were performed without any observed impact on the patient's hemodynamic status. The second 5.5 pump and aic support the patient. This is being conservatively reported for the temporary hemodynamic support interruption during the aic exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07001. The investigation for the controller alarm followed by a pump stop alarm has been completed. Investigation could not be conducted due to product not returned.